Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have the grips stuck. They were not able to be manually opened or opened while the instrument was placed on the system. The system failed the self check with the instrument. A log review revealed a "low grip torque" message. When the thumbwheel in the housing was used to open the jaws, the jaws would not open. It was noted that the overmold nut (clamping nut) was not moving up and down on the leadscrew as it turned, indicating that the mating threads on the inside of the overmold nut were likely stripped. It is not clear what caused the threads on the overmold nut to be stripped. This area is not accessible to the user, it is unlikely to be damaged due to user interaction or mishandling. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken clamping nut found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped working and a fault error was displayed. The customer used a second vessel sealer instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed successfully once a new vessel sealer instrument was used with no harm reported.